Manufacturer narrative:
(B)(4). Damaged cartridge the analysis found that one pse60a device was returned in good visual condition and with an ecr60g cartridge reload present. Upon evaluation of the cartridge, it was noted to be broken in two pieces, several drivers were out of position and the cartridge reload pan was detached and bent. It is possible that the found damage on cartridge and pan was the result of dropping the device to the floor as stated in the event description. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a ladg, the device could not be fired at the 5th firing when the firing trigger was pulled. The target tissue was regular. There was no unexpected resistance in closing. The device was not fired across an existing staple line or clip. There was a little difficulty in opening, but it could be opened with the release button. This event occurred within about 5 hours since the battery was attached. The device functioned as intended until the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient. As the device was dropped on the floor after this event, the loading cartridge was damaged. After the operation, the sales rep confirmed that the device was activated when the firing trigger was pulled.